Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0skvd, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for fecal incontinence reported that she never had therapeutic effect. There was a problem with implantation and it negatively affected her nerves. The patient reported that "a lot of things were not done correctly." Over the year she had the device, it was a miserable year. Within a few months of implant, the patient had nerve pain down her right side and was unable to sit for any period of time. The patient's issues led to permanent nerve damage and to this day she could not drive for more than 30 minutes. On (B)(6) 2015, the implantable neurostimulator (ins) was moved from the right side to the left side and the lead was replaced. Two weeks prior to the surgery, the patient turned the ins off, was feeling much better, and a lot of her issues had resolved. The same nerve issues began on the left side after the revision. There were no traumas, falls, medical tests, electromagnetic interference exposure, or positional movement related to the event. The patient wanted the device removed and had another healthcare provider remove the device on (B)(6) 2015. Currently the patient was in physical therapy to try and get core and pelvic strength restored. She had right hip to right knee pain and also had post-explant lower back and right side pain. She had changed her diet since having the system removed and she felt a lot better. The patient was currently having better bowel movements than prior to having the device implant or when the device was implanted and in use. No event cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.